Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an episode initially classified as vt-1. Upon further review, the episode appeared consistent with external electromagnetic interference (emi) rather than a true arrhythmia. The pattern showed sudden onset and termination with highly regular intervals, which were considered atypical for intrinsic cardiac activity. R-waves were observed following each stimulus, supporting the likelihood of emi oversensing, no adverse patient effects were reported. This device remains in service.